Manufacturer narrative:
Continued e.1. Address line 2: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: not rupture. As per the investigation procedure observed creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product and rupture. Device has been explanted and replaced.